Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction: the oil return valve was tightened to resolve the odor/smells issue. No parts were replaced. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and service history review. The sra shows the risk for exposure to toxic or corrosive material to be "low." Service history was reviewed from (B)(6) 2016 to (B)(6) 2017 and no significant trend was observed. No parts were replaced to resolve the issue. The assignable cause of the odor/smells issue was a loose oil return valve. The field service engineer tightened the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.